Event description:
The pump was returned for investigation. Investigation revealed the text on the display screen was dim and reddish. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 02/18/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: investigation revealed the text on the display screen was dim and reddish. Unrelated to the complaint, the time and date reset to factory settings after a 4 hour power on reset. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).